Event description:
It was reported that the patient presented in the hospital with ventricular tachycardia. The implanted system failed to convert the rhythm. The single-coil lead was explanted and replaced successfully with a dual-coil lead. No adverse consequences were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 54.9cm was returned for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.